Manufacturer narrative:
Other relevant device(s) are: product ID: 9735225r, lot/serial #:(B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received stating that the system kept shutting down because of a computer failure.

Manufacturer narrative:
No patient information provided as no patient was involved in this concern. Other relevant device(s) are: product ID: 9735225r; lot/serial #: unknown. Foreign country: (B)(6). The manufacturer representative went to the site to test the navigation system. The reported issue was not confirmed and no parts were "repalced". The manufacture date was not available at the time of reporting. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation system. It was reported outside of a procedure that the system switches off sporadically. After a few minutes the system is on, and then sometimes shuts down. No delay on the patients surgery, the shutdown was before the procedure started. The site started the system, loaded the exams, after that the computer sometimes switches off. Troubleshooting included the site stating that whole time the blue leds on the power on/off button lights were on. No patient was present at the time of the event.